Manufacturer narrative:
The lot number was provided and a lot history review was performed. The device was not returned for evaluation. Medical records were provided and reviewed. The investigation confirmed for malposition of device, difficult to remove, and obstruction, but is inconclusive for patient device interaction problem. A root cause could not be determined. The device is labeled for single use. ((B)(4)).

Event description:
This report summarizes one malfunction. The information reviewed indicated that model ec500f vena cava filter allegedly experienced difficult to remove, malposition of device, obstruction, and patient device interaction problem. The information was received from one source. The malfunction involved a patient with no reported consequences. The (B)(6) year old male patient's weight was not provided.